Event description:
It was reported that the right ventricular (rv) lead had high thresholds. A new rv implant was attempted but they could not move the lead due to patient anatomy, tightness of the clavicle/rib/vein. Part of the replacement lead remains implanted in the patient and the original lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2005 (B)(6). (B)(4).